Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. A crack was seen near the distal end. The probable root cause is normal wear, user misuse, or improper sterilization methods. In sum, the product was returned and the failure mode was confirmed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. A crack was seen near the distal end. IFU states "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life-threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root cause is normal wear, user misuse, or improper sterilization methods. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.